Event description:
Affiliate reported that a codman hakim precision valve, medium, art. No 825473 ? Ventricular-atrial shunt/product was implanted 2011 for patient managing the hydrocephalus and revision surgery due to occluded shunt was done (B)(6) 2014 and noticed during the surgery that valve mechanism was blocked and fully filled with blood clot. Customer raised the question of product working failure and kindly offered it for further investigation to find the reason for blockage.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve is a precision valve with 3 dots. The valve was visually inspected, and was confirmed that the valve casing was filled with biological debris. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and no occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and the valve passed the test. The valve was then pressure tested and the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found covering the valve mechanism. The apparent root cause appears to be biological debris seen within the device. Review of the history device records confirmed the valve; product code 82-5473 with lot number cmkbpw conformed to the specifications when released to stock on the 13th september 2011. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.